Event description:
It was reported that during an arthroscopy procedure, after deployment of the twinfix, the anchor broke. The cracked pieces were not removed from patient because the anchor was cracked inside the bone hole, not shattered, so the surgeon did not want to remove the pieces as the pieces wont came out of the bone hole. The procedure was successfully completed without surgical delay using a smith and nephew back up device on the originally drilled bone hole of 5.0 mm, made with an 5.5mm golden awl.no further complications were reported, the patient condition is stable.

Manufacturer narrative:
Internal complaint reference (B)(4). H11 b5 and h6: event description and codes updated.

Manufacturer narrative:
Internal complaint reference (B)(4). H11, h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during an arthroscopy procedure, after deployment of the twinfix, the anchor broke. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.